Event description:
On 11/17/08: medtronic return product received. Pt developed symptoms of rso at pocket site-doctor doesn't think device related, but wanted analysis for completeness.

Manufacturer narrative:
Analysis showed ipg was functionally ok. No anomaly found.